Event description:
It was reported that there were concerns about minute ventilation (mv) chop on stored ventricular tachycardia (vt) episodes on this pacemaker. Technical services (ts) reviewed the events and noted non-physiological noisy signals on both the right atrial (ra) and right ventricular (rv) channels. The rv deflections were sensed by the device. However, mv chop was discarded as a cause since it would have more deflections and be faster. No adverse patient effects were reported. This pacemaker remains in service.